Manufacturer narrative:
Eval is in progress but not concluded.

Event description:
During cardiopulmonary bypass, it was reported that the pump motor was frozen. There were no issues during surgery. The procedure was completed successfully. There were no adverse consequences reported to a pt as a result of this event.